Event description:
An end user called in and stated her peristomal skin has been weeping and red, for the last five (5) days, at 5 - 9 o'clock position. The end user state she believes this is due to leakage. The end user sated her normal wear-time is one (1) day.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user stated she is using asap powder with silver and uses a barrier wipe on tope of the powder. No additional patient/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Report to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.